Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having issues with the keypad and the numbers kept scrolling. The customer attempted to change the battery, but it got stuck while changing the time and the numbers were ramping. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.